Event description:
In 2009, the patient reported her infusion device "was still not working and she was having air bubbles and running high". Her blood glucose was not elevated at the time of the report and there were no air bubbles in the insulin cartridge. She stated that she was "high a couple days ago and was 400 mg/dl in the daytime". She stated that she spent "hours" attempting to remove air bubbles from the insulin cartridge and "banged the pump on the table to get it out". She was advised to tap the insulin cartridge to remove air bubbles and she stated "that does not work". The patient disconnected the call. The infusion device was requested to be returned for evaluation on 01/19/2009. A replacement infusion device was offered but the patient refused, and she continues to use the device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product previously requested to be returned.